Manufacturer narrative:
D4 has been corrected. UDI related data quality updates only.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. D3, g1, and g2 email is: regulatory.responses@icumed.com. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was not able to reach 300 millimeter of pressure. Patient involvement unknown.

Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be due to an inoperable pressure chamber, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.